Event description:
It was reported that the pt who is (B)(6) y/o had a hickman line placed on (B)(6) 2015. The line was reportedly found to be split near the distal end. The pt has continuous IV fluids and tpn administered, during the period of the line not being utilized the pt allegedly had cannulas and experienced extravasations on the (B)(6) under general aesthetic and a new hickman has been placed. The hickman has been kept for analysis.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of huyf1190 showed no other similar product complaint(s) from these lot numbers.